Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the analog interface (ai) printed circuit board (pcb). The ventilator passed self-testing.

Event description:
The patient was transferred to a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received that, during patient use, a 840 ventilator alarmed and displayed ventilator inoperative. Patient outcome information was not provided by the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.